Manufacturer narrative:
The insulin pump was received with fsd due to a broken solder joint pin # 1, 7 of flex keypad connector contact. Unable to perform functional testings due to fsd. The unit had a cracked overlay and a minor scratched overlay.

Event description:
The product was returned to medtronic and no complaint was made. The customer's blood glucose reading was unknown.